Manufacturer narrative:
The hydromark breast biopsy site marker is used to mark tissue during a percutaneous breast biopsy procedure, be visible under ultrasound for at least 6 weeks, and be permanently visible by x-ray and MRI. It was reported that after an ultrasound biopsy with a hydromark marker, product code (B)(4), caused a reaction in the patient. The patient is allergic to another compound similar to peg. No testing on the specific device has been conducted as the device was not returned for evaluation. However, sensitivity, cytoxicity and other reaction testing was conducted as part of the initial qualification of this device. No known reactions similar to those reported in this event were reported during this testing. Although it could not be concluded that our device caused or contributed to this event, due to the reported adverse event this has been determined to be reportable pursuant to 21 cfr 803. As such, we are submitting this medwatch report.

Event description:
It was reported by sales rep after procedure, us modality, hydromark apparently caused a reaction in a patient. The patient is allergic to another compound similar to peg. This incident has been recorded in complaint # (B)(4).